Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 04/07/2016.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): reason for surgery: pelvic relaxation, cystocele, rectocele, uterine prolapsed, urinary stress incontinence. It was reported that patient underwent mesh sling repair on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted concurrently with a robotic assisted hysterectomy, sacral colpopexy. It was reported that the patient underwent a rectocele repair with mesh insertion, extraperitoneal colpopexy, labioplasty and scar removal of the left labia on (B)(6) 2011, due to rectocele, weakened rectovaginal tissue, enterocele, and enlarged labia and scarring on the left side. No additional information was provided.